Event description:
The customer reported that following a cardiac catheterization procedure in 2004, an attempt was made to deploy a vasoseal elite. The operator pulled back on the locator to engage the j segment and felt no resistance where he expected it based on the puncture depth. The operator retracted the j segment by pushing in the green handle of the locator and re-advanced the locator to the green line and re-deployed the j segment. The operator still felt no resistance. The operator retracted the j segment and replaced the locator with a 5 fr. Sheath and removed the locator. Upon examination of the locator, it was noted that the j segment was missing. A fluoroscopic examination revealed that the j segment was in the tissue tract. The j segment was removed with hemostats. No patient complications were reported.